Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had a coin battery issue. There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
Product analysis #(B)(4):failure investigation performed by (B)(6) on (B)(6) 2017: one newport ht70 ventilator was received in fi. The reported symptom was verified. After powering on the unit, it was confirmed that the error message ("date has reset, please replace coin battery") did appear on the display. The date was set (B)(6) 2016 and the time was set to 16:01. After power cycling the unit, the same error message appeared. Using a fluke 87 v true rms multimeter (ID: (B)(4)), the electric potential of the lithium metal coin battery (p/n: (B)(4)) was measured to be 0.015v, which was less than the minimum required potential of 2.8 v ((B)(4) rev. A). The root cause of the reported symptom was depleted lithium metal coin battery. Since this was a MDR investigation, the coin battery was retained for further analysis, if deemed necessary.

Event description:
It was reported that the ht70 ventilator had a coin battery issue. There was no patient involvement at the time of the reported condition.